Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant rupture, and bilateral contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with a 800cc mentor memorygel, breast implant on both sides and was presented with left side breast implant rupture, and bilateral contour deformity. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3505800bc; serial number: (B)(4) on the right side and with catalog number: 350-5800bc; serial number: (B)(4) on the left side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, photo evaluation was completed. Upon visual inspection of the picture, it was observed that the implant was intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. On 10/18/2019, mentor became aware that incorrect manufacturing date was inadvertently submitted under last submission. Hence, device manufacture date has been updated on this form to 3/11/2016. Manufacturer¿s reference number: (B)(4).